Event description:
It was reported that the 2.0x 8 mm visions was being used to treat an extremely calcified lesion in the cx. The stent dislodged at some point during the procedure. The anatomy was so calcified that the dislodged stent could not be located, and was left somewhere inside the pt. The procedure was aborted at this time. There were no pt effects reported.